Manufacturer narrative:
The cartridge was not returned to animas. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot# b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
On (B)(6) 2011, the reporter contacted animas and reported that he had an affected lot # of insulin cartridges related to a recall. The pt was advised to stop using the pump since he did not have any other cartridges to use. It is unk if the pt's cartridges allegedly leaked. Since the pt was unsure of his backup plan for insulin delivery, he reportedly went to a hospital on an unclear date/time during the time of concern. The pt's blood glucose was tested at the hospital using an unidentified device and a result of "485 mg/dl" was obtained. The pt denied having nausea, vomiting, or shortness of breath. The pt was reportedly treated with insulin injections while in the hospital. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed he rec'd insulin treatment at a hospital after being advised to stop using his pump since he had no cartridges to use.